Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation confirmed the device was opened and modified/repaired outside the philips factory/repair bench. The front end flex assembly from another device was installed in the mx40 s/n (B)(6). Based on the information available and the testing conducted, the evaluation confirmed the device was opened and modified/repaired outside the philips factory/repair bench. Philips healthcare does not support 3rd party modification/repair of the mx40 and for this reason, the device was returned to the customer unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that speaker not working. It is unknown if the device had sound at time of event. It unknown if the device was in clinical use at time of event and no adverse event was reported.